Manufacturer narrative:
It was noted that the customer used 12 mm tubes with rack adapters. The 12 mm tubes are not specified in product labeling as standard tubes for use with the e602 analyzer. Thirteen mm or 16 mm tubes are specified for standard use on this analyzer. The erroneous low results were most likely caused by an incorrect positioning of the 12 mm tube which can cause insufficient pipetting of sample volume.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned results from a thyroid panel for 1 patient. Based on the data provided, thyroid results of triiodothyronine (t3), thyroxine (t4), thyrotropin (tsh) and t-uptake were erroneous. Erroneous t3, t4 and t-uptake results were reported outside of the laboratory. No erroneous tsh results were reported outside of the laboratory. The initial t-uptake result from an aliquot in a secondary tube was 0.895 tbi. The sample from the secondary tube was repeated and the result was 1.05 tbi. The initial t3 result from an aliquot in a secondary tube was 0.463 ng/ml. The sample from the secondary tube was repeated and the result was 1.09 ng/ml. The sample was repeated again in a hitachi cup and the result was 1.09 ng/ml. The initial t4 result from an aliquot in a secondary tube was 0.482 ug/dl. The sample from the secondary tube was repeated and the result was 10.79 ug/dl. The sample was repeated again in a hitachi cup and the result was 10.60 ug/dl. The initial tsh result from an aliquot in a secondary tube was 0.046 uiu/ml. The sample from the secondary tube was repeated and the result was 5.70 uiu/ml. The sample was repeated again in a hitachi cup and the result was 5.44 uiu/ml. No adverse event occurred. The t-uptake reagent lot number was 18432200. The expiration date was not provided. The t3 reagent lot number was 18856900. The expiration date was not provided. The t4 reagent lot number was 18836400. The expiration date was not provided. The tsh reagent lot number was 12443300. The expiration date was not provided. Based on the available data, a general reagent issue at the customer site can most likely be excluded. The most likely root cause of the discrepant results relates to pipetting an insufficient amount of sample volume. This can be caused by fibrin clots in the sample or incorrect positioning of the sample tube.